Event description:
In 2008, the pt reported he had an elevated blood glucose reading of 500 mg/dl at 4 pm on the previous month. He stated he gave himself a bolus of insulin through his infusion device and tested again at 5 pm. He said his reading was 507 mg/dl, so he gave himself an insulin injection. He stated that later that evening his reading was 358 mg/dl, so he decided to change his infusion headset. When he removed the headset, he discovered the cannula was bent. He stated he inserted a new headset and bolused and the next morning, his reading had dropped to 140 mg/dl with his target range being 120 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.